Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e315 unsupported scope error code was confirmed. The device evaluation found that the device could not be recognized due to a defective connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center received an e315 unsupported scope error code when using the 170 endoscopes. There are no issues when using the 185 endoscopes. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.